Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center to report check patient line alarm in the initial drain and stated she felt empty. The technical service representative (tsr) had the registered nurse (rn) check the lines for closed clamps, fibrin, and if the transfer set was open. The home patient (hp) had the transfer set closed, the rn had the hp open the transfer set. The rn stated there was a lot of air in the patient line and was not sure if the hp had disconnected during the initial drain. The tsr explained that this would cause a problem with therapy and it was not safe to start a fill cycle. The tsr assisted the rn with ending therapy to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During initial assessment, this incident was determined to be caused by use/user error and resolved over the phone. There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation. Additional information: an engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error; the patient's transfer set was closed. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.